Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208775418, implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient experienced a pulsating sensation in their leg due to stimulation on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. No surgical intervention was taken or planned. The implantable neurostimulator (ins) was reprogrammed and the issue was resolved on date of onset. The investigator assessed the event as not serious, related to the device, and not related to the implant procedure. The patient's indication for use is fecal incontinence due to obstetrical trauma since 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.